Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the male patient was reported to have had an original primary tsa, then had the primary tsa removed and an antibiotic spacer implanted. Three months later, the male patient underwent surgery to remove the spacer and have a reverse tsa implanted. The devices are not available for evaluation.